Event description:
Patient underwent a left axillo-femoral subcutaneous vascular bypass on (B)(6) 2010. It was reported a per-operative bleeding, and a post-operative drainage performed during three weeks to evacuate periprostetic fluid collection. Graft remained implanted and the patient was reported to be currently in good health conditions.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No product evaluation was performed since the graft remained implanted. A review of the device history records indicated that the graft was processed and inspected according to procedures, and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of six products coated on the same day than the complaint device indicated values well within product specifications. One product coated the same period, under the same conditions than the complaint device underwent water permeability testing. Test result indicated value well within product specifications. No conclusion can be drawn. However, the testing performed on similar product would tend to indicate that the device was not defective. Perigraft fluid collection is not an unexpected event in vascular surgery, specifically in subcutaneous axillo femoral reconstruction, and occur with any type of vascular graft.